Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature testing could not be performed since the device was not working when received. The motor and bearings were deteriorated. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an endoscopic sinus surgery the device overheated. A back-up was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: UDI #: (B)(4), MFR rec: (B)(4) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.